Manufacturer narrative:
The insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump had minor scratches on lcd window, cracked display window corner, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a button error alarm. Prior to the event, he was outside at the pool and removed the pump before getting into the water. After exiting the pool, the patient stated that when he picked the pump up, the device may have been exposed to moisture. The customer was advised to discontinue use of the pump and revert to a back up plan. The current blood glucose reading is 180 mg/dl. No further information was provided.